Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). The 510k number given is:50382903688154. This value exceeds the 12 digit character limit bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the manufacturing records was completed for the incident lot and no issues were identified.

Event description:
It was reported that bd vacutainer® cat (clot activator tube) plus blood collection tubes were underfilling.

Manufacturer narrative:
PMA / 510(k)# is corrected to bk050036.